Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) at the beginning of this month. There is a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was successfully explanted and will be returned for laboratory analysis. No additional information is available. Once the device is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached elective replacement indicator (eri) battery status with a monitoring voltage of 2.56v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, we were unable to ascertain the root cause of the premature battery depletion.

Event description:
The ICD was returned.